Event description:
It was reported that during a device change-out procedure the physician observed an insulation breach. Extraction of the lead was not successful therefore the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.